Event description:
It was reported that one week after implant of a left ventricular assist device, the right ventricular (rv) lead showed increased pacing impedance, decreased sensing value, and increased thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.